Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer u-link was broken. A field service engineer replaced the broken u-link with new one to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not open, preventing nurses from removing the required morning medications. There were no adverse events or injuries reported based on this event.